Event description:
On 02/22/2000, the facility's or materials mgr informed the MFR's (MFR.) Sales rep of the following: when opening the package before surgery, the nurse noticed a drop of water on the table where it was a dry area. When the nurse looked further, nurse noticed a drop of water coming out of the device. No further details where provided.